Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Device history record (DHR) was reviewed and no discrepancies were found. Visual inspection suggests possible sub-optimal alignment of the components, presence of third body particles between the articulating surfaces, abnormal wear of the meniscal bearing and possible sub-optimal integration of the cement mantle with bone for the metal components. Evaluation of the provided radiographs suggested that the alignment of the femoral component may have been sub-optimal and the meniscal bearing appeared to be overhanging the medial edge of the tibial tray. It was also possible that the patient may have had a valgus deformity and there may have been lateral subluxation of the joint. It is possible that these factors have contributed to the reported instability and balance issues reported by the patient. Definite root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that a patient underwent an oxford partial knee arthroplasty and subsequently, the patient was revised, to a total knee due to a disengaged poly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Concomitant medical product - 161469 oxf twin-peg cmntd fem md PMA lot # 492960. Concomitant medical product - 154722 oxf uni tib tray sz c lm PMA lot # 414950.

Event description:
It has been reported that a patient underwent an oxford partial knee arthroplasty. Subsequently, patient was revised, to a competitor total knee due to a disengaged poly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. FDA report number mw5076706.

Manufacturer narrative:
(B)(4). Concomitant medical products - 161469 oxf twin-peg cmntd fem md PMA lot # unknown. Concomitant medical products: 154722 oxf uni tib tray sz c lm PMA lot # unknown. Report source - other - patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Patient reported that he has been implanted with an oxford partial knee (left knee), and that it had failed, due to a ¿defect in the implant,¿ according to the doctor he has a ¿rocking motion in the knee,¿ due to the ¿plastic being loose.¿ patient is experiencing pain, loosening, and instability. Revision has been indicated.